Manufacturer narrative:
(B)(4). Corrections: section b5: event description updated. Section d4: device identification details were not received. Section e1: contact details updated. Section e2: health professional ticked. Section e3: occupation field updated. Section g2: health professional ticked. Method: the subject mr290v vented autofeed humidification chamber was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and analysed. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned mr290v vented autofeed humidification chamber observed fluid inside and outside of the chamber, and confirmed the presence of a horizontal crack along the chamber base, between the left chamber port and the baffle. A leak test was performed on the subject mr290v vented autofeed humidification chamber and confirmed a severe leak. Material analysis showed no evidence of exposure to an incompatible chemical, however it was noted that the subject chamber dome was washed when supplied to f&p healthcare. Further material analysis of the cracked area identified brittle failure, consistent with environmental stress cracking. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by a combination of factors, including exposure to incompatible chemicals, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare field representative that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no reported patient consequences.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found leaking and cracked during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Section d4: device indentification details were not received. The subject mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.